Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a MFR employee. A process improvement plan and training are in place.

Event description:
The pt underwent replacement of the ins. Once the lead was connected to the test cable, stimulation was not rec'd. Stimulation was able to be felt through the foramen needle along with a visible motor response. The lead was tested several times and even tried placement on the other side. It was assumed that the lead must be the issue and may be damaged. A new lead was opened and a perfect motor response was rec'd on each electrode.